Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began ¿at the start of (B)(6) [2018]¿ and that she had obtained a result of ¿40 and 170mg/dl¿ on the subject meter performed more than 20 minutes apart, therefore does not meet lfs criteria of a valid comparison for precision. The patient manages her diabetes with fixed insulin doses and stated that she continued to take her usual dose of ¿toujeo and novolog insulin¿ in response to the alleged issue. The patient reported that on (B)(6) 2018 she developed symptoms of ¿felt sick, sweats and shakes¿ and self-treated with a ¿relion fast acting glucose¿ tablet. During troubleshooting the cca noted that the meter was set to the correct unit of measure and had used an approved sample site, however the test strips had expired. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.